Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , it was reported by chat that the patient experienced inaccurate cgm values. The patient uses tandem tslim in hybrid closed loop. The patient received a high reading on her dexcom while the bg was 98mgdl. Her pump was on automatic mode and it sent a large dose of bolus due to the dexcom reading. The patient began feeling weak, sweating, and shaking so she brought herself to the emergency room (ER). The patient said the first bg reading at the ER was 71 mg/dl, and her bg was monitored every 20 minutes after that. The patient was given IV d50 as well as food/juice. She stayed at the ER for about 5 hrs and was released around. The patient was fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.